Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ anxiety ¿ product/ procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture baker grade iii and concerns with the product. Patient later reported "initial fears." The device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade iii and concerns with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii and concerns with the product.

Event description:
Patient reported left side capsular contracture baker grade iii and concerns with the product. The device remains implanted.

Event description:
Patient reported left side "highlights that are probable benign to the left." Device has been explanted. Patient later reported "deformity due to encasement grade iii", "capsular contracture baker grade iii. Patient later reported "initial fears." Patient representative later reported rupture, fluid accumulation, recall, deformity, rupture and nodule.